Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the inner sheath, for 26 fr. Outer sheath ceramic tip was broken/damaged. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the damage pattern described, it is assumed that the damage was thermally and mechanically induced. It was not possible to determine whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation (cds) of the instrument or during the last procedure. A discolored seal ring is a defective seal ring due to the age of the item, signs of wear, frequent use and lack of maintenance, poor reconditioning (cds). A defective seal ring is very likely to lead to leaks on the inner shaft. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.